Event description:
Pt's mother stated the pt's moog curlin 6000 pump does not work all the time the pump is temperamental. Pt's mother could not give specific details for pump malfunction. No side effects reported from pump malfunction. Pt's mother was not at home and did not have the serial number and expiration date. She will call in with the information. Request has been sent to replace the pump. Pt's mother to return pump on receipt of a new pump. Dates of use: (B)(6) 2013 to ongoing. Diagnosis or reason for use: e74.02 pompe disease.